Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to perform various troubleshooting steps, including pressing the button and plugging the pump into a power source, but the screen remained off, and a red led was blinking. Since the pump was still under warranty, a replacement pump with updated software was sent to the customer. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support provided instructions for returning the defective pump via ups and advised the customer on how to set up their replacement pump, including programming settings and connecting their continuous glucose monitor (cgm). Customer understood and acknowledged all instructions provided by technical support.